Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer encountered high blood glucose. The customer's blood glucose was 480mg/dl and had a bent cannula.

Manufacturer narrative:
It was reported via a phone call with the customer that she had questions about why she did not receive a no delivery alarm when she had the bent cannulas we had talked about previously, I advised her what the alarm is and that if we have a concern it is not working correctly to tell the helpline and they can test it with the tubing clamps and make sure it is working as it should. She said she would call the helpline on sunday.